Event description:
It was reported that a patient had a bladder infection that turned into a kidney infection in (B)(6). She needed oral antibiotics to get past it. This was a huge improvement for the patient because she used to have two to four infections and pic lines for antibiotics. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va087sr, implanted: (B)(6) 2013, product type: lead. (B)(4).